Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer mentioned that the insulin pump stopped working during prime because of the issue. The patient's blood glucose level was unknown at the time of the call. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.